Manufacturer narrative:
Upon receipt, the device was interrogated on a programmer and normal communication was established. Review of the device image indicated the fuel gauge current was normal. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was premature. From this analysis, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium (li) cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. Premature battery depletion was confirmed upon analysis. The cause of the premature battery depletion was consistent with lithium cluster formation.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.